Event description:
During pci the patient had one endeavor rapid exchanged (rx) drug-eluting stent (3.00 x 12mm) successfully deployed at proximal lad and 1 non-medtronic stent was deployed to mid lad. Patient had no ap symptom and was compliant with dapt events at 30 day and 6, 9 and 12 month follow up. Approximately 16 months post pci the patient expired. Cause of death unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (death). (B)(4)